Manufacturer narrative:
To date, no files have been received by the manufacturer for software evaluation.

Event description:
A site neuro coordinator reported that while in a spine case, they had taken two o-arm spins, went back in the software to pull up the other scan (they had taken two scans because procedure was ten levels) and when the scan was selected, the software suddenly exited and remained on the medtronic screen. The i7 was powered down, then re-started properly. The surgeon completed the procedure with the use of navigation. No impact to the patient outcome was reported.